Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the hemopro tissue welder was turned on by activating the toggle switch, and then it would not turn off. This caused the jaws to burn. They used a replacement hemopro to complete the procedure. The hospital did not report any patient effects. The product is returning.

Manufacturer narrative:
The device has not yet been returned to maquet cardiovascular. We will continue to pursue the device being returned from the customer for investigation. A supplemental report will be submitted when the device has been returned and the investigation has been completed. (B) (4)